Event description:
Provider states that the first joystick cable coming from the joystick has a short in it. Provider states that the consumer has to wiggle the cable sometimes to get it to work and other times if it is working the cable is accidently touched it will stop. Provider states that the issue has been happening for about 2-3 weeks. Provider states no physical damage to the cable. No additional information provided.